Event description:
According to the reporter: customer reports that the trocar balloon was filled with air and during the procedure, it broke. Used another device without further consequence. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500c. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).